Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. On an unspecified date/time, the patient claimed she obtained blood glucose readings of "156 mg/dl" with the subject meter and "119 mg/dl" on another device, performed within 30 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. On the afternoon of (B)(6) 2010, the patient reported developing "hypoglycemia" 25 minutes after obtaining an alleged inaccurate high reading with the subject meter (result unknown). The patient claimed having more food and/or drink in response to the symptoms. The patient manages her diabetes with insulin (self adjuster) and claimed that her symptoms were as a result of administering "too much insulin" based on results obtained with the meter. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of "hypoglycemia" after the alleged meter issue began.

Manufacturer narrative:
A 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.